Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side implant was "broken". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, h6.

Event description:
Patient reported right side implant was "broken". The device has been explanted and replaced with a non-allergan device. Update: the patient reported had a lump in the breast, probably a lymph node. Patient reported want to know what the content was, if that content is now in body and what it will do to the body.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implants "were broken".

Event description:
Patient reported right side implant was "broken". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: underweight, opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a opening sharp in the posterior side assessed as unidentified (tear) opening.

Event description:
Patient reported right side implant was "broken". The device has been explanted.